Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 18mm amplatzer septal occluder was successfully implanted. The following morning, it was discovered that the device had embolized from the atrial septum. The patient was taken back to the cath lab and the device was removed without incidence. A 24mm amplatzer septal occluder was then selected for implant but presented in a cobra deformation. A new 24mm amplatzer septal occluder was then attempted, but not implanted as the device didn't look stable. It was determined this defect was not suitable for transcatheter closure. The patient remained stable throughout both cath procedures and suffered no complications.

Manufacturer narrative:
An event of device embolization was reported. Possible causes for device embolization include device over-sizing, device under-sizing or positioning issue due to patient anatomy. Information from the field indicated that a larger device was chosen to replace the embolized occluder but was unable to close the defect due to it not being suitable for transcatheter closure. A returned device assessment could not be performed as the device was not returned for analysis. The cause of the reported event could not conclusively be determined but is likely due to patient anatomy. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 18mm amplatzer septal occluder was successfully implanted. The following morning, it was discovered that the device had embolized from the atrial septum. The patient was taken back to the cath lab and the device was removed without incidence. A 24mm amplatzer septal occluder was then selected for implant but presented in a cobra deformation. A new 24mm amplatzer septal occluder was then attempted, but not implanted as the device didn't look stable. It was determined this defect was not suitable for transcatheter closure. The patient remained stable throughout both cath procedures and suffered no complications.